Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered for (B)(6) 2023.

Event description:
The hearing performance with the device is affected and channels with abnormal impedances have been observed. According to the father the user banged his head around (B)(6) 2020. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The hearing performance with the device is affected and channels with abnormal impedances have been observed. According to the father the user banged his head around (B)(6) 2020. An x-ray is scheduled and re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The hearing performance with the device is affected and channels with abnormal impedance have been observed. According to the father the user banged his head around (B)(6) 2020. The user has been re-implanted.